Event description:
It was reported that a system error (se) 2367 alarm (power failure error that discontinues the present therapy and is due to a possible air in line) occurred on the homechoice (hc) device during fill one of four. The home patient (hp) was connected at the time of the alarm. The technical service representative (tsr) had the hp cycle the power on the hc to clear the alarm. The tsr had the hp check the alarm log, but there were no previous alarms found. The tsr advised the hp to start over with new supplies. The hp was going to switch to manuals for the night. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a follow-up report will be submitted.